Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported hypoechoic thrombus and outflow graft occlusion was unable to be confirmed, as no images were submitted for review and the device was not returned. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided by the account. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, "surgical procedures", also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found to have >75% stenosis of the left ventricular assist device (lvad) outflow graft secondary to hypoechoic thrombus. The patient underwent lvad outflow graft stenting.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.